Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing a charge time of 22.875 seconds at a monitoring voltage of 2.54 volts. End of life (eol) was declared with a single charge time of 30.26 seconds at a monitoring voltage of 2.48 volts. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007 and also part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, had reached end of life (eol) with a monitoring voltage measurement of 2.46 volts and a charge time measurement of 30.2 seconds. Th evoltage had gone from 2.55 volts to 2.46 volts withi three months which appeared to be oustide normal limits. The local area sales representative did indicate that the patient does pace often and that this crt-d has been in service for over five years. The technical services consultant recommended device change out and return for analysis. There were no reported adverse patient effects associated with this clinical observation.